Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax. Initially, it was reported that during the ablation, the catheter moved irregularly. Upon visual inspection of the catheter tip, blood was found inside the catheter at 3-4 electrode, which the physician indicated might be the cause of the issue. The wiring of indifferent electrode (patch) and patch sensor cable was changed, but the problem was not resolved. The issue was resolved by replacing the cable, as well as the stsf catheter with another one. The procedure was completed without patient consequence. The visualization issue and the foreign material (blood) found were assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 15-jan-2024, there was a hole in the pebax and foreign reddish material was inside of it. The hole in the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was 15-jan-2024.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The device was returned to biosense webster (bwi) for evaluation. Visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed that there was a hole in the pebax. Reddish material inside the pebax was also observed. The damage could be related to excessive force or manipulation, but this cannot be conclusively determined. The root cause of the hole remains unknown. The magnetic feature was tested and no errors were observed. The device was found working within specifications. A manufacturing record evaluation was performed for the finished device number, and no internal actions related to the reported complaint were identified. The event reported by the customer can be confirmed. The condition observed in the pebax may have contributed to the visualization problem reported. Product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).